Manufacturer narrative:
(B)(4).

Event description:
The customer alleged the contour next usb had not retained his blood glucose readings in memory since (B)(6). No allegation of an adverse event. Meter information was not provided. No product was replaced.